Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using kit grp a strep 30 test veritor a discrepant result was obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: customer problem: customer reported visually seeing a test line and analyzer reads as negative. Cat 256040, lot 9291770. Customer repeated the test and still shows test line but reader gives negative result. Steps taken with customer/troubleshooting: initiated complaint. Customer asked to use verification cartridge on analyzer and it passes and customer uses verification cartridge daily and passes. Customer treated patient as positive because patient shows clinical symptoms. Customer did not perform any other testing method. Customer did not take photo of the test device

Manufacturer narrative:
Investigation summary : this statement summarizes the investigation results regarding the complaints that alleges false negative or discrepant results when using kit grp a strep 30 test veritor (material # 256040), batch number 9291770. Bd quality performs a systematic approach to investigate false negative complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples if applicable. An investigation and testing were performed on the batch number provided and no relevant issue was found. The complaint was unable to be confirmed via the retain samples. The samples were returned to bd as noted in tracking number (B)(4). Bd quality was not able to locate the returned samples. The investigation will be reopened if samples are located. The root cause could not be identified. A trend analysis for false negative was conducted, no adverse trend was identified. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time.

Event description:
It was reported that while using kit grp a strep 30 test veritor a discrepant result was obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " customer problem: customer reported visually seeing a test line and analyzer reads as negative. Cat 256040 lot 9291770. Customer repeated the test and still shows test line but reader gives negative result steps taken with customer/troubleshooting: initiated complaint. Customer asked to use verification cartridge on analyzer and it passes and customer uses verification cartridge daily and passes. Customer treated patient as positive because patient shows clinical symptoms. Customer did not perform any other testing method. Customer did not take photo of the test device".